Event description:
A customer reported inserting a new cartridge without insulin and realizing the mistake during the loading process. Upon inserting a filled cartridge, the pump got stuck in the fill tubing step, and the customer was uncertain about how to proceed. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer to continue with the tubing loading step, which resolved the issue, allowing the customer to successfully resume insulin without requiring further assistance.